Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the hand piece runs in reverse when the forward trigger is activated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.